Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 19-sep-2022, UDI#: (B)(4); product ID: 977c265, serial/lot #: (B)(4), ubd: 17-dec-2023, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 19-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that the patient's lead and extensions were removed due to failed therapy.